Event description:
It was reported that stimulation was turning off starting two weeks ago. It first started two weeks ago when he was sleeping and it happened last thursday when he was sitting in a chair. It was noted that during that time, the lightning bolt was no longer there. Both of the times the battery turned off on him his battery was ¾ full and he had to manually turn it back on, and it did not come on when he changed positions. It was reported that when the patient went to bed with stimulation on, he woke up because his leg ¿hurt so bad,¿ he couldn¿t stand it and that was when he noticed stimulation was off. The patient met with the manufacturer¿s representative (rep) and reported a loss of stimulation and loss of therapeutic effect. It was unknown what the cause of the issue was at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).